Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced halos. The lens had rotated and therefore it had to be replaced with a second lens. Additional information has been requested and received stating she did not have lens exchanged had to have lens rotated due to it moving. The patient also had glare and halos before the rotation of lens and is still having them afterwards significant enough to bother with night driving.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. There have been one other complaint reported in the lot number. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).